Event description:
Four and a half years postoperatively, the patient experienced an episode of transient blindness affecting the left eye which lasted 10 to 15 minutes. In may 2003, the patient's inr was 3.6; in july 2003, the patient's inr was 3.5. The patient has a history of rheumatic heart disease and atrial fibrillation. Patient was compliant with anti-coagulation therapy. At exam in september 2003, the patient was in atrial fibrillation and the surgeon stated that "there is nothing untoward with their mitral valve and this may well represent amaurosis fugax as we would more typically see it." The valve remains implanted.